Manufacturer narrative:
Image review: two media images and two cine pictures of the event was provided. There was no executive summary or computed tomography (CT) provided for anatomical considerations. There was no fluoro valve checked provided therefore I cannot confirm the valve was loaded properly. There was no surgical valve information provided therefore I cannot confirm or deny the valve was sized appropriately within instructions for use (IFU) or pre balloon aortic valvuloplasty (bav) was selected appropriately per medtronic best practices. It was reported that during a transcatheter aortic valve replacement procedure, during attempted deployment, the valve did not expand as intended. There was no evidence provided, and it cannot confirm or deny valve expansion. It was reported that the valve was withdrawn, and pre-dilation was performed on the medtronic surgical valve. The 23 millimeter (mm) valve was re-deployed and successfully post-dilated. It was reported following post dilation, an embolic shower occurred, and a suspected calcified mass on the surgical aortic valve embolized, resulting in multiple issues. Evidence supports the valve at full release with a possible coronary artery blockage. It cannot confirm or deny the cause of the possible blockage. Per medtronic IFU potential risks associated with the implantation of the evolut fx bioprosthesis may include, but are not limited to, the following: death, myocardial infarction, cardiac arrest, cardiogenic shock, and cardiac tamponade. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure, during attempted deployment, the valve did not expand as intended. The valve was withdrawn, and pre-dilation was performed on the medtronic surgical valve. The 23 millimeter (mm) valve was re-deployed and successfully post-dilated. Following post-dilation, an embolic shower occurred, and a suspected calcified mass on the surgical aortic valve embolized, resulting in multiple issues. The patient experienced cardiac arrest, and the left anterior descending artery was found to be occluded; the physician successfully opened the artery. The patient re-arrested twice and was resuscitated successfully. A balloon pump was implanted, and the patient was transferred to the intensive care unit (ICU) with a poor prognosis for survival.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure, during attempted deployment, the valve did not expand as intended. The valve was withdrawn, and pre-dilation was performed on the medtronic surgical valve. The 23 millimeter (mm) valve was re-deployed and successfully post-dilated. Following post-dilation, an embolic shower occurred, and a suspected calcified mass on the surgical aortic valve embolized, resulting in multiple issues. The patient experienced cardiac arrest, and the left anteriordescending artery was found to be occluded; the physician successfully opened the artery. The patient re-arrested twice and was resuscitated successfully. A balloon pump was implanted, and the patient was transferred to the intensive care unit (ICU) with a poor prognosis for survival. Additional information was received that the post-implant balloon dilation was performed due to high gradients. Percutaneous coronary intervention (pci)/angioplasty was performed to treat the occlusion. Per the physician, the dcs did not cause or contribute to the occlusion. The patient died three days after the event.

Manufacturer narrative:
Updated: b2, b3, b5, d4, h1, h4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure, during attempted deployment, the valve did not expand as intended. The valve was withdrawn, and pre-dilation was performed on the medtronic surgical valve. The 23 millimeter (mm) valve was re-deployed and successfully post-dilated. Following post-dilation, an embolic shower occurred, and a suspected calcified mass on the surgical aortic valve embolized, resulting in multiple issues. The patient experienced cardiac arrest, and the left anteriordescending artery was found to be occluded; the physician successfully opened the artery. The patient re-arrested twice and was resuscitated successfully. A balloon pump was implanted, and the patient was transferred to the intensive care unit (ICU) with a poor prognosis for survival. Additional information was received that the post-implant balloon dilation was performed due to high gradients. Percutaneous coronary intervention (pci)/angioplasty was performed to treat the occlusion. Per the physician, the dcs did not cause or contribute to the occlusion. The patient died three days after the event. Additional information was received that the per the physician, the cause of death was unconfirmed but likely multiple strokes due to the embolic event from the surgical aortic valve (sav) replacement and the death was possibly related to the transcatheter valve but unlikely. The mean gradient before the transcatheter valve was implanted was greater than 40 mmhg. The implant depth at the non-coronary cusp (ncc) and left coronary cusp (lcc) was 4-5 mm approximately. The mean gradient post-implant but prior to the balloon dilation was greater than 15mmhg. The calcified mass on sav leaflet was a contributing factor to the elevated gradient.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.